Event description:
The customer observed a non-reproducible, falsely elevated vitros tropi es result from a single patient sample (0.074 ng/ml) processed on a vitros 5600 integrated system. The same sample was retested on the same and an alternate vitros system and the repeat results obtained (<0.012, <0.012 ng/ml) were believed to be the accurate results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was not reported outside the laboratory and there was no reported allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Prior to service, a troponin I precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the 5600 system to expected performance. Following these action, acceptable vitros tropi es precision was observed. In addition, the investigation determined the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The most likely assignable cause of this event was instrument related.